Event description:
A pt reported that they kept getting error 2 on their meter. Pt was feeling low blood glucose symptoms. This issue was not resolved with troubleshooting. There was no medical intervention or treatment. While troubleshooting, and trying to set the correct code, the meter would turn on but the three 8s remained on the screen. A new replacement meter was sent. No further info has been reported.